Event description:
The biomedical engineer (bme) reported that the device displayed a high-rate alarm. Troubleshooting was performed with the bme, and it was reported that the customer requested assistance on how to adjust the alarm limits for high and low rates. No actual testing was reported, and the remote service engineer (rse) did not report that the issue was replicated or confirmed during the troubleshooting. The rse informed the customer on how to adjust the alarm limits. The customer adjusted the limits, and the alarming stopped. The rse also provided the customer with information on how to reset the limits. After providing the customer with the information, the rse reported that the limits were adjusted, and the bme was able to finish testing. The system meets the specification for the performed service and is returned to use. Based on the information provided, the device did not malfunction, and the device displayed the high-rate alarm based on the alarm limits that were set on the device's parameters. Per the service manual, the high-rate alarm parameters can be set from 5 bpm (breaths per minute) to 90 bpm. The factory default for the v60 ventilator is 30 bpm. The details provided in the servicemax record did not specify what the customer's high-rate limit was set; however, it was reported that after the rse provided the customer with instructions on how to adjust the limits. The alarming stopped, and the customer was able to complete testing. The details indicate that the device alarmed as intended, and that the limits were set accordingly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.